Event description:
It was reported that the device failed the force bridge test. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case. The event history log revealed a force sensor bridge test error. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the main printed circuit board (pcb) and the inoperable force sensor. The main pcb and the force sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.